Manufacturer narrative:
(B) (4): no product is being returned for evaluation.(B) (4)

Event description:
The anchor was placed and the 1st suture was passed and when dr. Went to tie the 1st suture it came out of the anchor. Dr. Passed the second suture and went to tie it, he applied a little pressure and noticed the suture did not unload from the anchor. The eyelet was broken inside the bone. Dr. Finished the case by using a second anchor. Patient bone was very hard. The anchor was left in and the dr. Had to make another site and add an additional anchor. A 2.7mm drill guide was used to repair the site.